Event description:
Same case as: mrg report# 2134265-2009-02398 and 2134265-2009-02396. It was reported that during a rotational atherectomy, a dissection and pt death occurred. The lesion was located in the circumflex (cx). As the physician was removing the 1.25mm burr and unspecified rotawire, the unspecified 8 fr guide catheter dislodged and a dissection in the ascending aorta occurred. The pt "still had flow" and was sent to surgery, however, the pt died. It is unk when or where the pt death occurred. Additional info was requested, but not received.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.